Manufacturer narrative:
Review of complaint activity determined that there was normal complaint activity for the likely cause lot 01517k000, however the trend review did identify increased activity for falsely elevated results. Since no return samples were available, sample specific testing could not be performed. Using worldwide field data the performance of reagent lot 01517k000 was evaluated. The patient median result of the complaint lot was within the established control limits of the architect intact pth assay. A study was reviewed "performance characteristics of six intact parathyroid hormone assays "; sonia l. La'ulu, and william l. Roberts, md, phd. Am j clin pathol 2010;134:930-938, 2010. This study looked at the performance characteristics of six different intact parathyroid hormone assays, including the architect ipth assay, which was the comparison method. Overall, the study found good correlation for all methods, but did indicate there was significant bias between methods. The study concluded that there are many factors that potentially influence variability for pth measurements and that standardization efforts are warranted and assay-specific decision limits are required. Manufacturing documentation for the architect intact pth assay was review and did not identify any issues. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect intact pth assay was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when it is complete. Section a: patient information- no specific patient information was provided.

Event description:
The customer reported falsely elevated architect intact pth results for multiple patient samples when compared to an alternate method. Patient 1: 131 pg/ml on architect and 39 pg/ml on alternate method. Patient 2: 146 pg/ml on architect and 58 pg/ml on alternate method. Patient 3: 287 pg/ml on architect and 113 pg/ml on alternate method. No adverse impact to patient management was reported.